Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a alloclassic, sl stem, uncemented, 4, taper 12/14 on an unknown side on (B)(6) 2000. Currently, the patient is being monitored due to persistent pain in his right hip joint.

Manufacturer narrative:
Concomitant medical products: item: allocl csf anchorage cap 61 catalog #: 3535 lot #: b596602, item: insert metasul csf 61/28 catalog #: 3595 lot #: b398784, item: metasul head 28mm "l" 12/14 catalog #: 192807 lot #: b705939. Investigation results were made available. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain event description: it is reported that after approximately 17 years after implantation the patient is experiencing pain. It is reported that a radiograph shows supraacetabular osteolysis, and a small cyst near the trochanter minor. Compared to the previous pictures from 2016 result is unchanged. Additionally, it is reported that scintigraphically in the late phase is found an accumulation susceptible to loosening periacetabular. Review of received data: four x-rays are available for review: for the two dates both a pelvic ap view and a lauenstein hip view: (B)(6) 2016 and (B)(6) 2017. On the x-rays dated (B)(6) 2016 a total hip prosthesis on the right hip is visible. On the trochanteric region close to the lateral side of the proximal stem, a small radiolucent area is visible. The upper part of the trochanter major shows signs of a healed non dislocated trochanteric fracture delimited by sclerotic boundaries. Between trochanter tip and the neck of the prosthetic stem a large calcified formation is visible. This is possibly as part of the former trochanteric fracture. Some hypodense areas are visible on the medial side of the proximal stem above the lesser trochanter and on the distal part of the lesser trochanter. In the supraacetabular region, several circular hypodense areas delimited by sclerotic boundaries are visible. These formations are not recognized as osteolytic changes. On the x-rays dated (B)(6) 2017, which have slightly different contrast, no relevant changes are observed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the devices remain implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: based on the available information, the patient is experiencing pain. Supraacetabular osteolysis and a small cyst near the trochanter minor are reported. Based on the review of the x-rays, some hypodense areas are present, but there are no clear signs of osteolysis. A semicircular hypodense area is present on the medial side of the proximal stem above the lesser trochanter, which is probably the "small cyst" mentioned in the reported event. On the x-rays dated (B)(6) 2017 no relevant changes are observed. Pain cannot be related to a single specific failure mode and the x-rays does not show changes over time, therefore no clear sign of loosening is present. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea (alloclassic csf shell and inserts), (alloclassic hip stem), dfmea (metasul femoral heads) conclusion summary: pain cannot be related to a single specific failure mode and the x-rays does not show changes over, therefore no clear sign of loosening is present. Based on the given information, a root cause cannot be found. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).